Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detached, and a hemostatic valve separation issue occurred. It was reported that after the dilator was advanced into the patient¿s body, and while it was being removed, the orange hub of the sheath came out with the dilator. The hemostatic valve broke into two or more separate pieces. According to the bwi sales representative, from the picture it looked like it was just the orange cap that detached from the sheath. Picture provided was reviewed and it was noted that the valve was detached with brim cap. The sheath was being used on the patient. Air did not enter the patient. This issue did not require surgical removal. No blood return was observed. The vizigo¿ sheath was exchanged, and the procedure was continued. No adverse patient consequence was reported.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A picture was received for evaluation which was completed on 24-jul-2022. According to the pictures provided by the customer, the brim cap was detached and the hemostatic valve was dislodged. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. The issue reported by the customer was confirmed based on the picture received. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-may-2022, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detached, and a hemostatic valve separation issue occurred. Device evaluation details: visual analysis revealed that the hemostatic valve and brim cap were in their place however, the brim cap was easily removed, this condition could be related to the reported event, also it was observed the cable connector detached from the handle device. This condition could be related to manipulation and excessive force, however, it can not be concluded. Due to the conditions of the hemostatic valve, an internal action was opened. A microscopic examination of the brim cap surface has shown adhesive evidence that the components were properly attached. The condition of the brim cap caused the detached to other internal components. The hemostatic valve and the silicon ring look in good condition. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath, causing the components detachment. A device history record was performed for the finished device 00001866 number, and no internal actions related to the complaint were found during the review. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)